Event description:
A complaint was received from a customer that reported portions of the display, in particular the "units" digit were missing. For example a 100 mg/dl result would look like a 10 mg/dl. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.